Manufacturer narrative:
A siemens customer service engineer (cse) was dispatched to the customer site. The cse evaluated the instrument and verified sample probe 1 (s1) vertical motor coupler was not worn, swapped s1 mixer with sample probe 3 (s3) mixer and replaced the s1 probe. The cse performed alignments and replaced reagent probe 2 arm mixer cable. The cse ran quick check and quality controls, which were acceptable. During a follow-up visit, the cse replaced the s1 mixer. The customer reported the initial results flagged with "abnormal assay" and "above assay range". As per dimension vista system operator's guide, results flagged with "abnormal assay" and "above assay range" cannot be reported. The cause of the discordant results being reported to the physician(s) was failure to follow instructions. The cause of the discordant, falsely low glucose results on multiple patient samples is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
Discordant, falsely low glucose (glu) results were obtained on multiple patient samples on a dimension vista 1500 instrument. The discordant results were reported to the physician(s). The samples were repeated on the same instrument, resulting discordant for sample ids (B)(6), resulted higher. Sample ids (B)(6) were repeated on the alternate dimension vista instrument, resulting higher. The corrected results were reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant, falsely low glu results.